Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter. It was reported by the customer that another 50ml syringe from a tray, with ink stains on the plunger. It's not as big as a syringe with a hair/hair inside the plunger. Verbatim: rcc received a complaint via email. It happened today. I was given another 50ml syringe from a tray, with ink stains on the plunger. It's not as big as a syringe with a hair/hair inside the plunger, but I kept it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
This MDR was created in error. This MDR is a duplicate of (B)(4).